Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to high pacing impedance measurements grater than 2000 ohms and high pacing thresholds. A suspected lead conductor fracture was verified through fluoroscopy. A new lead was implanted successfully. There was increased patient follow up due to the device. No additional adverse patient effects were reported.